Event description:
Study. Same case as MFR report #6000089-2006-00899. It was reported that 129 days post index procedure the pt experienced a target vessel revascularization (tvr). The index procedure treated one target lesion. Target lesion #1 was a de novo, mildly tortuous, moderately calcified, 80% stenosed region of the mid lad. The lesion was 2.5 mm in width and 14 mm in length. The physician pre-dilated the lesion prior to placing a 2.5 x 16 mm taxus liberte drug eluting stent. Residual stenosis was 0% post procedure. A 3.0 x 20.0 mm taxus express2 stent was also placed in the target lesion (not part of the study protocol). The pt was discharged from the hosp 2 days later on aspirin and plavix. The site reported that the pt experienced a tvr in placement of a taxus liberte stent. In the opinion of the physician, there is an unk relationship between the taxus stent and the tvr. Post procedure stenosis was 0%.